Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that in-stent restenosis occurred. The patient was enrolled in the imperial clinical study on (B)(6) 2017, and the index procedure was performed on the same day. The target lesion was located in the left distal superficial femoral artery (sfa). The target lesion was 90% stenosed, was 100mm long with a proximal and distal reference vessel diameter of 6mm, and was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation and a 6x120mm eluvia stent was placed. Residual stenosis was 0%. On (B)(6) 2018, the patient presented to the hospital for further treatment. On (B)(6) 2018, an angiography of the left leg revealed 75% stenosis in the mid portion of the left sfa extending to the proximal popliteal artery, including the study stent located in the distal portion. Additional intervention was performed and residual stenosis was 0%.